Manufacturer narrative:
The following additional information was received on january 22, 2015... "The patient's current status as a result of the event is "persistent unilateral vocal fold immobility with notable dysphonia". The patient underwent a vocal cord augmentation procedure on (B)(6) 2014. "The patient's outcome as a result of the vocal cord augmentation procedure was "better glottic closure but significant hyperfunction and persistent dysphonia, has also had speech therapy to help with his hyperfunction, with some improvement but not back to baseline voice." This event was not reported to the FDA by the user facility. In response to medtronic's request for device return, a total of 5 devices were returned to the manufacturer for evaluation and repair (detailed as follows): "8253001" upon incoming inspection, the device displayed transient events on multiple channels. Therefore, the device was sent to the quality engineering group for further evaluation where the alleged complaint could not be duplicated. The condition of the devices showed no significant physical damages. A shake test was performed on the mainframe; no loose parts were heard. The boot-up sequence completed with no errors and the touchscreen responded. All available channels were each stimulated in turn; normal and appropriate responses were seen on all channels. The stimulation setting was changed using the probe; system responded appropriately. The electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The system was left powered on and covered with a towel overnight to let it reach maximum temperature. "The test sequence was repeated with no issues. When the unit was released to service <(>&<)> repair for processing, the alleged complaint also could not be duplicated. The software was upgraded to current specification the device was observe for any heat related failures as a precautionary measure". The device never failed. The device was tested and passed all manufacturing specifications. "8253010lo" upon incoming inspection, no fault was found with the device. The device was sent with the other returned devices, to the quality engineering group for further evaluation where the alleged complaint could not be duplicated. The condition of the devices showed no significant physical damages. The boot-up sequence completed with no errors. All available channels were each stimulated in turn; normal and appropriate responses were seen on all channels. The stimulation setting was changed using the probe; system responded appropriately. The electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The system was left powered on and covered with a towel overnight to let it reach maximum temperature. The test sequence was repeated with no issues. When the unit was released to service <(>&<)> repair for processing, the alleged complaint also could not be duplicated. No fault or out of specification conditions were found with the device. The device was tested and passed all manufacturing specifications. "8253200" upon incoming inspection, the device displayed transient events on multiple channels. Therefore, the device was sent to the quality engineering group for further evaluation where the alleged complaint could not be duplicated. The condition of the devices showed no significant physical damages. The boot-up sequence completed with no errors. All available channels were each stimulated in turn; normal and appropriate responses were seen on all channels. The stimulation setting was changed using the probe; system responded appropriately. The electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The system was left powered on and covered with a towel overnight to let it reach maximum temperature¿the test sequence was repeated with no issues. When the unit was released to service <(>&<)> repair for processing, the alleged complaint also could not be duplicated. The wave washers were replaced due to loose cable clips. The device was tested and passed all manufacturing specifications. "8253600" upon incoming inspection, the device displayed transient events on multiple channels. Therefore, the device was sent to the quality engineering group for further evaluation where the alleged complaint could not be duplicated. The condition of the devices showed no significant physical damages. The boot-up sequence completed with no errors. All available channels were each stimulated in turn; normal and appropriate responses were seen on all channels. The stimulation setting was changed using the probe; system responded appropriately. The electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The system was left powered on and covered with a towel overnight to let it reach maximum temperature. The test sequence was repeated with no issues. When the unit was released to service <(>&<)> repair for processing, the alleged complaint also could not be duplicated. No fault or out of specification conditions were found with the device. The device was tested and passed all manufacturing specifications. "8220325" upon incoming inspection, slight chipping of the ferrite was observed and a resistance check measured 3.31k ohms. "The device was within specifications. The device was sent with the other returned devices, to the quality engineering group for further evaluation where the alleged complaint could not be duplicated. The condition of the devices showed no significant physical damages. The boot-up sequence completed with no errors. All available channels were each stimulated in turn; normal and appropriate responses were seen on all channels. The stimulation setting was changed using the probe; system responded appropriately. The electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The system was left powered on and covered with a towel overnight to let it reach maximum temperature". The test sequence was repeated with no issues. When the unit was released to service <(>&<)> repair for processing, the alleged complaint also could not be duplicated. The connector was bent, which rendered the device unrepairable.

Event description:
It was reported that (B)(6), female patient, weighing (B)(6) pounds incurred unilateral vocal cord injury/paralysis as a result of a hemi-thyroidectomy procedure which was approximately 90 minutes in duration. A 6mm trivantage emg endotracheal tube and a standard prass flush tip probe were used in conjunction with a nim-response 3.0 system to monitor the right laryngeal nerve (rln). Initially during the procedure, the surgeon located the rln and was able to receive both audible pulse responses and corresponding waveforms when stimulating at 1.0ma. However, the nerve would not stimulate later in the procedure...an audible pulse stimulus response was received, but no waveforms were on the monitor. Although, visual inspection of the nerve at the end of the procedure showed the rln to be intact¿when the surgeon scoped the patient after the procedure, paralysis of the vocal cord was found. As a result, the patient will have to undergo a vocal cord augmentation procedure in order to try and fix the vocal cord.

Manufacturer narrative:
(B)(4). Concomitant medical products: a 6.0mm ID nim trivantage emg tube (B)(4); no lot or date of manufacture: device discarded by customer; the 510k: k112686. Std prass flush tip probe (B)(4); no lot or date of manufacture: device discarded by customer; the 510k: k934426. Loaner surgeon mini screen (B)(4); sn: (B)(4); manufactured: september 23, 2009; returned to medtronic: january 13, 2015; the 510k: k083124. Response 3.0 patient interface (B)(4); ; sn: (B)(4); manufactured: march 2, 2012; returned to medtronic: january 13, 2015; the 510k: k083124. Nim 3.0 univ patient simulator (B)(4); sn: unknown; manufactured: unknown; returned to medtronic: january 13, 2015; the 510k: k083124 (6) nim muting probe (B)(4); sn: unknown; manufactured: unknown; returned to medtronic: january 13, 2015; the 510k: k083124. Method: no testing methods performed. (B)(4). This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.